Event description:
An operator of an advia centaur xp instrument was switching to a new troponin reagent lot. The lot-to-lot correlation failed, causing delay in delivery of patient results. There are no reports of patient intervention or adverse health consequences due to the delay in troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse performed preventive maintenance, which was overdue. The customer then recalibrated the troponin assay and lot to lot correlation passed. The cause of the delay in troponin result is failure to maintain the instrument. The instrument is performing according to specifications. No further evaluation of the device is required.